Event description:
A caller reported intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer did not change supplies and resumed insulin. Tandem technical support attempted to complete a pump system check, however, a replacement a one-time pump was sent to the customer to resolve the issue.